Manufacturer narrative:
Device evaluation summary: the complaint could not be confirmed since it took place in-vivo and the specific balloon used during the procedure was not returned. The exact cause of the event cannot be conclusively determined. The device was unremarkable and was within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in a patient for the endovascular treatment of a severe aortic stenosis transcatheter aortic valve replacement aortic. It was reported that another manufacturer¿s balloon could not be inserted thorough the valve on the 14fr sentrant sheath. The physician replaced the 14fr sheath with an 18fr sentrant sheath and the event resolved. The physician stated that the cause of the event was device related; specifically, that the valve on the sentrant sheath was very tight. No clinical sequelae were reported and the patient is fine.